Event description:
It was reported to boston scientific corporation that during a procedure using a capio suture capturing device, the capio device would not fire properly. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.